Event description:
Event description cpi received information that during predischarge testing of this implantable cardioverter defibrillator (ICD) an error code was intermittently encountered while performing the lead impedance test.